Manufacturer narrative:
One decontaminated sample was received for evaluation. According to the customer, "the actual tube was discarded and not examined"; the sample involved in the incident was not returned for evaluation; however, the sample received was inspected per procedure and the reported issue was not confirmed to be related to any issue with the device. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. Upon examination of the description of the events the most likely root cause for the blood on the nasogastric tube is improper insertion of the tube into the patient. If the nasogastric tube is improperly inserted and enters the patients lungs there is a risk of infection if feeding formula is inserted into the lungs. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the patient, a baby, had a nasogastric tube placed at 1700 on (B)(6)2017. The rn checked placement with an air bolus with each feed and care time per unit routine. The baby was fed 4ml at 2300, 0200, 0500. At about 0600, the rn noticed blood in the feeding tube. The rn aspirated the contents and got out about 2ml of blood tinged formula. The rn notified the charge rn and they called nnp to report issue. Nnp ordered a chest x-ray. The ng tube appeared to be beyond the right lung in the area of the liver. The ng tube was removed. Nnp ordered a new tube to be replaced and to hold once feeding and lab work was evaluated. At 0800, a new ng tube was placed and x-ray confirmed placement in the stomach. The lung consolidation was consistent with pneumonia seen in right lung on x-ray and lab changes indicate inflammation and possible infection per md. Md to treat with 7 days of antibiotics. The patient remains on low level respiratory support of a nasal cannula before and after event.